Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he customer experienced a low blood glucose. Customer¿s low blood glucose value 49 mg/dl at the time of incident. Customer treated with glucose tablet for low blood glucose. Customer was experiencing low blood glucose every time whenever the customer woke up. Customer was using the insulin pump within 48 hours of reported low blood glucose. Customer did not use auto mode. Customer was neither in emergency not admitted in the hospital. Customer was not alleging the insulin pump for over delivery. Customer stated that he something was wrong with the insulin pump and reservoir and it was over delivery but doesn¿t want to go for troubleshooting because it already passed the 1 hour to his dinner and customer was feeling ok already. The insulin pump will not return for analysis.